Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer initially reported that the generator fell off the cart during surgery and the cover was jolted. It was removed from use and sent to the biomedical engineering to have the cover attached. There was no patient injury. The biomedical engineer tested the unit and found that the output is low. However, the two pencils that were used during testing, one new and one used, glowed. A light came from inside at the switching buttons and smoke came out of the buttons. During testing of pencils upon return to covidien, both pencils failed hipot testing. The other pencil was opened.